Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an issue with the pump and the application and the sensor trying to get the pump to pair with the phone and the application, lost sensor alarm, change sensor/bad sensor. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884. Customer reported a loss of communication between the transmitter and the pump. Transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter to the pump but xmtr would still not communicate. Customer requested assistance with pump programming. Assisted customer with requested programming. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. No product return is required for mmt-1884.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic mini med that the customer experienced a loss of communication between the transmitter and the insulin pump and mobile device. Customer received a lost sensor signal alarm, change sensor alarm. Customer reported that the pump was not giving any alarm. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884 and mmt-6102. Troubleshooting was performed and the customer programmed the correct transmitter ID into the pump; however, the customer had not received a sensor connected alert. No harm requiring medical intervention was reported. No product return will be required for mmt-7841zn. No product return will be required for mmt-1884. No product return will be required for mmt-6102.